Event description:
It was reported that the patient experienced mechanical issues with a two year old inflatable penile prosthesis (ipp). The patient stated that when pressing the pump, the cylinders would not inflate. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the surgery, no obvious damage was seen on tubing, cylinders, or reservoir. The patient was said to be doing well after the procedure. No more information was available through physician. Should additional information become available, it will be provided.